Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure a farawave 31 mm - us was selected for use. The physician had completed the lesion set in the left superior pulmonary vein (lspv) and had deflected the sheath to bring the catheter down to the left inferior pulmonary vein (lipv). The four (4) flower applications for the lipv were completed and the physician was attempting to advance and back the catheter off tissue so that catheter could deploy in the basket configuration. When it was tried to adjust the wire, it remained stuck and could neither advance nor retract the wire. It was tried to slightly advance the slider on the catheter to ensure it was not over-deployed with the catheter and then checked to see if the wire moved freely. When it did not, it was opted to replace the catheter since things were not functioning properly. When the catheter was taken out of the body and the wire was pulled from the catheter, it was noted that there did seem to be a bit of a kink or bend at the distal end of the wire just before the j tip. When the scrub tech did try to advance the wire back into the catheter, the wire got stuck approximately 10cm inside the catheter according to the scrub. Because the wire was kinked, it was also replaced. A new catheter and new wire were prepped and advanced into the la via the faradrive and was much smoother than the previous. Dr. Berger was able to complete the procedure successfully without any complications for the patient. No patient complications were reported. Device has returned.